Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
Additional information: the reported field event of premature battery depletion was confirmed in the laboratory. A longevity calculations were performed based on the usage history stored in the image and the battery depletion was determined to be premature.